Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 29 mm epic valve was implanted. During an echocardiogram on (B)(6) 2017, one leaflet was noted to be prolapsed with an eccentric jet with mitral insufficiency. A valve-in-valve was performed with a 29 mm sapiens 3 valve. The patient is reported to be stable.